Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer¿s blood glucose value was 502 mg/dl and no symptoms of high blood glucose were reported. Customer denied for the troubleshoot. No further patient complications were reported. Customer will discontinue use of the device.